Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center due to discordance between low free thyroxine results obtained on the dimension exl compared to higher results obtained with an alternate non-siemens methodology. The cause of the discordant low ft4l results is unknown. Siemens is investigating the incident.

Event description:
A discordant low free thyroxine (ft4l) result was obtained on a patient sample run on (B)(6) 2017 on the dimension exl with lm instrument. The result was reported to the physician who questioned the result. The sample was repeated on an alternate non-siemens instrument and a higher result was obtained. A corrected result was issued. The customer reviewed ft4l results on prior samples run on this same patient since 2016. The customer stated that levothyroxine had been administered to the patient at some point in the past. On the basis of the higher result now obtained on the alternate methodology, the customer stated that levothyroxine treatment would now be modified. There is no further indication of adverse health consequences due to the discordant low ft4l result or levothyroxine treatment.

Manufacturer narrative:
Original MDR 2517506-2017-00434 was filed 4/26/2017. Siemens healthcare diagnostics headquarters support center (hsc) evaluated the information provided and concluded their investigation. The cause of the discordant low free thyroxine (ft4l) results is unknown. Hsc concluded that this patient's elevated ft4l values are patient specific, repeatable and discordant with other disease state testing and an alternate methodology. Service was not dispatched to the account. No instrument issues were identified. The ft4l instructions for use (IFU) has the following statement of caution: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." In response to inquiries from siemens customer care center, the customer stated that the patient's levothyroxine medication was modified on the basis of the higher (B)(6) 2017 ft4 result obtained on the alternate, non-siemens methodology. The customer did not provide date or magnitude of the dosage change. All ft4l results on the patient over the time period were obtained on the same dimension exl instrument, s/n (B)(4). The device is performing within specifications. No further evaluation of the device is required.